Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported a reduced stand table movement error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation was performed considering complaint description, cs reports, system history, and system log files. The investigation of log files showed that the system detected a mismatch of information from two sensors (potentiometer and encoder). The potentiometer is responsible for providing information about system positions. As a result, the system changed to the "reduced stand/table speed" mode. The reduced speed is a mitigation for such a case and is described accordingly in the instruction for use (IFU). The customer service engineer checked the system and found a defect in the potentiometer. After hardware replacement there were no further issues reported and the system works as intended. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.